Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. The pt was hospitalized for the event. On an unreported date, the pt began treatment with injections of vancomycin (2 gm stat and repeated on 7 days, intraperitoneally (ip)) and injection of fortum (250 mg in each bag daily for 14 days, ip) for peritonitis. Treatment with vancomycin and fortum was ongoing. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up will be submitted.